Manufacturer narrative:
H4: the device was manufactured from november 25, 2020 - december 1, 2020. H10: the actual device was received for evaluation containing 230 ml of residual drug fluid in the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow. This issue was discovered after use of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.